Event description:
Reporter alleged glucose was 105 mg/dl at 7:30 am so customer ate cracker and had some cranberry juice. It was stated customer passed out between 7:30 and 8:30 pm however after customer "came to," glucose measured hi so immediately took oral diabetes medication. No medical treatment was reportedly sought or received. Customer stated being on antibiotics for conditions unrelated to diabetes. A request was made for the return of the suspect product and replacement product was sent.